Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device check, elevated pacing threshold in both right atrial and right ventricular lead was observed. Device was reprogrammed. Patient was asymptomatic and will be monitored.